Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the reed switch caused the device to intermittently not power on. Physio-control then evaluated the reed switch and determined that the cause of the reported issue was due to the reed switch remaining closed without having a magnet close to the reed switch. The closed position is the same as having the device's lid shut. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Event description:
The customer reported to physio-control reported that they could not power on their device. The device showed ok on the readiness display but did not power on when the lid was opened or when the on button was pushed. There was no patient use associated with the reported event.